Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that some spectrum pumps were not pumping the correct volume. The report relates to high flow results when the emergency department nurses try to infuse large volumes quickly. There was no known patient injury or medical intervention associated with this event. No additional information is available.